Event description:
Customer reported multiclix lancet not retracting after firing. No actions taken based on device result. No adverse event reported. No accidental needlestick reported. Requested return of suspect device and replacement was sent.